Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information; device code; evaluation codes; narrative text. Corrected information: device code. Based on the evaluation of the returned device, device code 4008 ¿ material split, cut or torn does not apply to this event. The esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed the sheath tip was not split as previously reported. No distal tip damage was observed. It was observed that the sheath liner was not expanded. Approximately 1 inch of the liner was pulled away from the hdpe at the tip. No scratches were observed. Photographs of the sheath following the procedure showed the sheath liner was pulled back at the tip of the sheath. No other abnormalities were observed. There was no injury to the patient. The premature expansion of the liner does not reasonably suggest that the device would be likely to cause or contribute to a death or serious injury if the malfunction were to reoccur. Therefore, it has been determined that this event does not meet the criteria of a reportable event. Edwards lifesciences has investigated the reported event. Based on visual inspection of the returned sheath, it has been determined that this event does not meet the criteria of a reportable event.

Manufacturer narrative:
(B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, during a clinical alterra pulmonary case, the initial 16fr. Esheath was inserted with ease. An alterra prestent was placed without issue. A 29mm sapien 3 valve and commander delivery system were prepared and inserted into the esheath. While inserting the delivery system, a kink was observed in the sheath and the delivery system/valve could not be advanced. The entire system, delivery system, valve and esheath, was removed. A second esheath was prepared and inserted. The distal tip of the second sheath was observed to be ¿split¿, so the sheath was removed. No injury to the patient was reported. Pre-dilation of the right femoral vein (rfv) was performed. A non-edwards sheath was then inserted without issue. A second commander delivery system and sapien 3 valve were prepared and advanced through the sheath. The valve was implanted where intended. The procedure was completed and the patient was transferred in stable condition. Information regarding the access vessel minimum luminal diameter (mld) and degree of calcification and tortuosity was not provided. The devices will be returned to edwards lifesciences for evaluation.